Manufacturer narrative:
Follow-up # 1 - 6/9/2015 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A secondary issue of contamination around spc pins 1- 3 was noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging does not turn on - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.